Manufacturer narrative:
While troubleshooting the fse found that an electrode of the white blood cell (wbc) bath was defective. The fse replaced the electrode to resolve the issue. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The field service engineer (fse) was troubleshooting a leak from the unicel dxh 800 coulter cellular analysis system and found that the white blood cell (wbc) bath electrode was defective. Erroneous results were not generated and there was no change or effect to patient treatment in connection with this event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.